Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the right ventricular (rv) lead exhibited questionable signals. The patient presented in clinic, and upon investigation, the physician noted the rv lead was sensing atrial signals and was believed to be dislodged. The patient initially received programming changes. The patient later presented for lead explant on (B)(6) 2019. Prior to the procedure, it was noted the rv lead was not capturing. The lead was successfully explanted and replaced. The patient was stable.